Manufacturer narrative:
Product event summary : the device was returned and analyzed; analysis revealed a telemetry problem ¿ so the telemetered battery value was not available - and no output. The device was noted to be dented, which caused damage to the insert molded bin pin array (bpa) assembly of the battery connection to the hybrid and caused the no-telemetry failure. Next the device was powered by an external supply for testing and telemetry-c (wireless telemetry) was not functioning. The radio frequency module (rfm) was not turning on so the firmware disabled telemetry-c. The failure mechanism of the rfm was not able to be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer after the system was explanted due to an unrelated death, and the device subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.